Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is not confirmed. We cannot determine why the customer experienced this issue. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and user. Based on the investigation, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Upon inspection, the tensioner passed functional test with measurements of 38.2, 39.6, & 38.0kg. Dimensional inspection and document review were not performed due to device working as intended. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an open reduction internal fixation surgery for the femoral trochanteric fracture was performed with the cable tensioner. After the surgeon used three (3) unknown cables to lock provisionally and tried to apply tension to the cable tensioner but it stopped. The device stopped at the marking point of 30 kg and the cable tensioner began to slip. The surgery was completed successfully with a surgical delay of less than 30 minutes. There was no adverse consequence to the patient reported. Concomitant devices reported: unknown cable (part # unknown, lot # unknown, quantity 3) . This complaint involves one (1) cable tensioner. This is report 1 of 1 for (B)(4).